Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly calcified mid left anterior descending artery(lad). A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, upon second inflation, it was noted that the balloon ruptured. The device was completely removed from the patient's body and completed the procedure with another of the same flextome. There were no patient complications and the patient's condition was good.